Event description:
It was reported by the patient's family member that the patient is deceased and the family member alleges the device system contributed to the patient's death. Attempts to obtain cause of death information were unsuccessful. The patient was found deceased at home by the family. No allegation of device relatedness was received from the physician.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found. For use by user facility/importer(devices only). (B)(4).